Event description:
It was reported that; cage was implanted at c3-4 to flush with vb. Pilot cutter was used as outlined in technique. Anchor was placed in channel. Upon impaction, cage migrated anteriorly about 3mm with the blade locking into the cage. Confirmed on lateral fluoroscopy. Entire construct was malleted into place. Second anchor was inserted without any trouble. Cage remains 1mm proud.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Manufacturing review of the device was performed and indicated no discrepancies or anomalies. Visual, dimensional and functional analysis could not be performed as the device was still implanted. The root cause could not be determined conclusively.

Event description:
It was reported that; cage was implanted at c3-4 to flush with vb. Pilot cutter was used as outlined in technique. Anchor was placed in channel. Upon impaction, cage migrated anteriorly about 3mm with the blade locking into the cage. Confirmed on lateral fluoroscopy. Entire construct was malleted into place. Second anchor was inserted without any trouble. Cage remains 1mm proud.